Event description:
Medtronic received a report that the axium coil prematurely detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left carotid artery c7 with a max diameter of 3.8 mm and a 3.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the surgeon performed access embolization of the c7 segment aneurysm of the left internal carotid artery. The aneurysm size was 3.8 x 3.5. When the surgeon used the detachable spring coil apb-2-4-3d-es for surgery, the spring coil automatically detached and could not be used, so replaced with a new spring coil to complete the surgery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of apb-2-4-3d-es, lotno:227097201 found the actuator interface, positive load indicator, coupler tube, and break indicator intact. This is indicative mechanical method detachment was not attempted. No bends or kinks were found with the axium prime coil pushwire. The coin was still against the lumen stop. The implant coil was already detached and not returned. No other anomalies were observed. Under the microscope, the outer jacket was then removed to gain access to the coin. The coin found to be damaged. The coin was unable to be measured. The lumen stop appeared to be visually damaged. The retainer ring was found to be visually acceptable and measured to be 0.0050¿ which is within specification. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached; however, the cause could not be determined. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be determined. A possible cause for premature detachment is the coil not being retracted in a one-to-one motion with the implant pusher du ring repositioning. It is likely damage to the coin contributed to premature detachment. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no detachment attempts made. There was no kink/damage observed on the pushwire. The coil was removed from the patient. The catheter was an echelon microcatheter. There were a total of 3 spring coils were implanted.

Event description:
Additional information received that there were no detachment attempts made. There was no kink/damage¿observed¿on the¿pushwire. The coil was removed from the patient. The catheter was an echelon microcatheter. There were a total of 3 spring coils were implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.